Event description:
It was reported that a dexcom g7 sensor intermittently failed to pair with the ilet pump, leading to repeated ¿pairing failed¿ alerts and loss of signal, while the sensor was also connected to a phone and smartwatch. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failures, associated with the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.